Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the ruby coil was able to advance through its introducer sheath with additional resistance, due to the kinks on the pusher assembly. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal (gi) bleed using ruby coil lps and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil lp was unable to advance from the hub of the lantern. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and the same lantern. There was no report of an adverse effect to the patient.